Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure of mitraclip xtw, the clip angle was 0-5 degree before deployment and arm positioner was in closed position. After detachment from clip delivery system, the clip opened up to 10-15 degree. An additional clip was implanted to stabilize residual mr. The mr was decreased to grade 2 post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
H2 corrections: b1 - adverse event removed. B2 - required intervention removed as an outcome. H1 - serious injury replaced with malfunction. H6 - health effect - impact code 4641 removed and replaced with 2199. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previous report, the additional information was received: there were no adverse patient effects due to the clip opening while locked -complaint clip. As a correction to the previously filed report, the second clip was implanted for residual mr, not to stabilize the complaint clip. The mr had been reduced from grade 4 to grade 2 post-procedure. There was no intervention to prevent injury due to the complaint clip. It was confirmed there was no adverse patient sequela.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.